Event description:
It was reported that pump battery depleted faster than expected and led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery after shutdown, and technical support reviewed pump logs, explained that insulin usage, frequent screen activity, and time spent with alerts not addressed were contributing to higher battery use, confirmed that battery depletion was normal for customer settings and usage, and provided education on actions to reduce battery consumption, which customer understood and acknowledged.